Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was perforated after the physician tried to load the stiffer proximal of the guide wire to the lead's distal end. The spiral portion was not straight enough and the wire was forcefully inserted. This lead was never in service. No adverse patient effects were reported.